Manufacturer narrative:
(B) (4).

Event description:
Recharging difficulties were reported; the pt was recently hospitalized (unspecified) and felt the device move during transfer. Additional info is being requested, a follow-up will be sent if additional info becomes available.